Event description:
This lead was implanted (B)(6) 2012 and remains implanted at this time. It was noted that there was increased thresholds; loss of atrial kick; and patient is symptomatic. This information was received on january 22, 2013. The facility was (B)(6) in canada. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).